Event description:
It was reported that the patient has ineffective therapy due to high impedances on their left lead. Surgical intervention was undertaken, and the lead was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
A patient experiencing autoreducing due to high impedance was reported to abbott. The patient¿s lead was replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.